Event description:
Patient was implanted in 2004 with a composix e/x mesh. About six months to a year ago, she started experiencing symptoms such as high fevers, lymph swelling and eye bulging. Cause was undetermined. In 2008, patient had exploratory laparoscopic procedure after reporting to the ER with symptoms; a CT scan was performed prior to the surgery, and the swelling in her abdomen tripled in size from when she first came into the or. Doctors found infection at the mesh sight. Patient stated that the mesh had not separated from the abdominal wall, but that it was as if someone had punched it with a fist and it was bulging inward rather than outward. Patient stated that, so far, the pathology cultures had not grown anything, however, she had a course of antibiotics prior to the surgery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.